Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the severely calcified and mild tortuous proximal right coronary artery (rca) to distal rca. A 12mm x 4.00mm nc quantum apex¿ balloon catheter was advanced for dilatation. However, on the second inflation at 20 atmospheres, the balloon ruptured. The physician removed the device completely from the patient and the procedure was completed with this device. No patient complications were reported and patient's status was good.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).